Manufacturer narrative:
The returned energen ICD was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Itwas reportedthat this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Additional information indicated that the device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Additional information indicated that the device was explanted and was replaced. No additional adverse patient effects were reported.